Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the cause of the stimulation in the leg and device moving in the hip was from laying down and turning over in the bed when they were sleeping or just sitting down. The event was not resolved. The patient would go to the bathroom like every two minutes and two or four times a night.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their whole leg is vibrating which meant they felt stimulation in their leg going all the way down to their foot. They have had a return of their target urinary frequency symptoms and has been going to the bathroom more frequently. They said their other leg (left) was throbbing and it feels weak like it is going to give out on them. No programming adjustments have been made recently but the patient is "on five" right now and asked if they should increase stimulation. It was recommended to not increase stimulation given the current issues. The patient also said the ins is moving in their hip and it is moving away from the incision site. No trauma/falls were reported that could be related to the above issues. A healthcare provider (hcp) listing was sent to the patient as they have recently moved. No further patient complications have been reported as a result of this event.